Manufacturer narrative:
(B)(4). Sample of 244000 lot t2 was received for evaluation. No visual concerns were noted with the sample. A dimensional or functional inspection was not required as part of this investigation. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 244000. The device is fabricated according to the design specification. The "no scalpel" vasectomy forceps features sharp tips by design. The "no scalpel" method utilizes the sharp tips to puncture the scrotal tissue in lieu of a scalpel and must be sharp to perform the procedure correctly.

Event description:
It was reported that the device tip was too sharp and cut an employee when taking it out of the bag.

Event description:
It was reported that the device tip was too sharp and cut an employee when taking it out of the bag.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.